Manufacturer narrative:
The customer was sent a replacement reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ise buffer bottle was leaking at the lid of the synchron lx20 pro clinical system. The customer stated that the cap was loose on the ise buffer bottle. No injury was reported for this event.